Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The customer described the leak as approximately 5 ml of bloody fluid which leaked from the probe on the analyzer, during the backwash process. The leak was not contained, and leaked onto the counter. The customer was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the customer, assisted by technical support, resolved the leak by running bleach water through the secondary tube on the analyzer. A failure mode was not identified for this event. (B)(4).